Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H3: other: as the device was discarded on site, no further investigation of the device can be conducted. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further details were requested from the physician but were not provided yet. Further investigation is being conducted and will be included in the final report. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an unknown indication in the hypogastric artery with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that on (B)(6) 2025, a vsx device with 13 mm diameter should be implanted in the hypogastric artery. Due to an extreme curvature of the artery, the physician decided to use a soft guidewire instead of a stiff one to respect the curvature of the artery and avoiding a possible coverage of another artery entry. As a result, it was not possible to deploy the vsx device properly and it was decided to remove the device, which was performed without any problems. Instead, two shorter devices were implanted successfully with a consequent overlap and for safety reasons another stent inside from another brand. There was no report of patient harm.

Manufacturer narrative:
B5. Describe event or problem was updated. Product history review: a unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. It was reported that "due to an extreme curvature of the artery, the physician decided to use a soft guidewire instead of a stiff one ..." The vsx device instructions for use (IFU) states "stiff guidewire of appropriate diameter". The cause of the reported potential malfunction could not be established. The IFU provides a warning "special care should be taken to ensure that compatible introducer sheath(s) and guidewire(s) are selected prior to endoprosthesis introduction. Failure to do so may result in damage to the endoprosthesis, endoprosthesis dislodgement from the delivery system, endoprosthesis bowstringing, partial or inaccurate deployment, vessel damage, and/or ischemic complications, potentially requiring surgical intervention." Although the physician had reason to choose a soft guidewire, only stiff guidewires are compatible with the device per IFU. The cause of the reported potential malfunction is determined to be an unintentional use error.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an unknown indication in the hypogastric artery with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that on (B)(6) 2025, a vsx device with 13 mm diameter should be implanted in the hypogastric artery. Due to an extreme curvature of the artery, the physician decided to use a soft guidewire instead of a stiff one to respect the curvature of the artery and avoiding a possible coverage of another artery entry. As a result, it was not possible to deploy the vsx device properly at the implant site and it was decided to remove the device (catheter and sheath in parallel), which was performed without any problems. Instead, two shorter devices were implanted successfully with a consequent overlap and for safety reasons another stent inside from another brand. It was stated that the physician did not notice any resistance during deployment, that the target treatment area was considered as a compliant lesion, that it was not considered a standard case from the anatomy, that the catheter was held straight outside and that a 10 fr introducer sheath was used. There was no report of patient harm.